Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned and no lot record to review, the root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that the knife had poor cutting performance and poor cut quality during surgery. The knife was exchanged and the procedure was completed. The pt impact is unk.